Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer and manufacturer's representative (rep) reported that the patient had poor coupling when recharging. The patient was having difficulty recharging. The patient had gained some weight which made it difficult to maintain coupling bars. The device was too deep at the time of the report. The patient was getting great therapy. There were no patient symptoms reported. The patient was going to see a pain management physician to have their device moved closer to their skin due to the weight gain. Later, it was reported the battery was replaced with a non-rechargeable one on (B)(6) 2015. The patient was in a wheelchair and had difficulty with charging. Her husband would typically help her with recharging, but recently he passed away. It was noted the patient also had a (B)(6) pound weight loss and did not want to fuss with getting a connection with recharging so she wanted a non-rechargeable battery to replace her rechargeable one. With the patient being in a wheel chair, she had too much difficulty trying to position the recharger on her back by herself. An impedance check was done with no abnormalities. A reprogramming was done after the replacement which provided great stimulation coverage to her low back and down her legs bilaterally. At the time of the report, the issue was resolved. Relevant medical history included failed back surgery syndrome.